Event description:
New information received notes that the lead was capped and replaced.

Event description:
It was reported that alerts for hv, out of range, high voltage lead impedance were observed. No patient symptoms were reported. Further diagnostic testing is planned and the patient will continue to be monitored.